Event description:
It was reported the patient has not recharged the ipg as recommended due to the charger being damaged. As a result, the programmer can no longer communicate with the ipg. The patient was sent a replacement charger and will meet with an sjm representative for troubleshooting.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.